Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezd0859 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an adult patient was punctured with a PICC catheter, on (B)(6) 2018. The procedure ocurred without intercurrence, at the end it was done salinization of the catheter with a 10 ml syringe and then the catheter ruptured next to the "fixation butterfly", and because of that it was necessary to withdrawal the catheter.